Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse determined that the system failed to boot because a sim disk was in the floppy drive. The sim disk was removed from the floppy drive. The system was tested and found to be working as intended and returned to service.